Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The returned screw met print specifications. The reported event could not be substantiated. Root cause could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01319 / 01320).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure, as the surgeon was placing screws into the tibial baseplate, the screws passed all the way through the screw holes. The procedure was completed using another baseplate that was on hand.